Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable. However, no report of pt or staff injury was reported.

Event description:
The customer reported the 9900 system displayed a fatal disc error message. No pt injury was reported.